Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events "seroma-late, lymphoma-alcl- suspected, capsular contracture baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma-alcl- suspected, capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side exchange due to concerns with the product, capsular contracture baker grade IV, and "implant will be observed for a possible seroma." Healthcare professional later reported "MRI & ultrasound suspected lymphoma and a biopsy will be done at time of surgery as well as fluid will be tested" and "patient has swelling and is experiencing a lot of pain". Pathological markers confirming alcl have not been received. Device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device ¿ edema: unable to observe since it is not related to the device ¿ capsular contracture: unable to observe since it is not related to the device ¿ anxiety - product/ procedure: unable to observe since it is not related to the device as per the investigation procedure deformation crease particles voids was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side exchange due to concerns with the product, capsular contracture baker grade IV, and "implant will be observed for a possible seroma." Healthcare professional later reported "MRI & ultrasound suspected lymphoma and a biopsy will be done at time of surgery as well as fluid will be tested" and "patient has swelling and is experiencing a lot of pain". Following device explant, healthcare professional reported surgical pathology of left breast capsule and cytopathology of the peri-prosthetic effusion were negative for bia-alcl.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2455613 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v5.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl ¿ suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
The device has been explanted.